Manufacturer narrative:
The initial MDR 1226181-2016-00251 was filed on april 25, 2016. Additional information (05/24/2016): a siemens headquarter support center (hsc) specialist followed up with the laboratory. Hsc inquired about the hospital worker's condition, to which the customer replied that the worker has not said anything to the laboratory. The customer has been running the instrument, without further complaints from the hospital worker. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The hospital's safety officer contacted the siemens customer care center (ccc) and stated the worker had complained of a sweet odor. The worker's office is adjacent to the laboratory, but the doors remain closed and the worker does not pass through the laboratory. The dimension exl w/ lm instrument was installed the previous week and is located next to another dimension xpand instrument that the customer has had for years. Ccc consulted with siemens regional support center (rsc) and discussed the possibility of refrigerants causing an issue. The refrigerators had to be relocated outside of the worker's office, however, no temperature errors were obtained on the instrument and no leaks were noted. In addition, another refrigerator drains into a bucket, which is covered, but located outside the worker's office door and has overflowed in the last few days. It was also noted hospital maintenance found mold above her ceiling tiles, which have been removed. The refrigerant used is r13a 1,1,1,2 terafleuroethane and is a pressurized gas with "ethereal" odor. A sweet odor is associated with the coolant ethylene glycol, which can be used in other laboratory equipment and can also pass through pipes. The dimension instrument does not use ethylene glycol. A siemens service engineer (cse) was dispatched to the customer site and worked with the hospital worker on trying to identify where the odor was coming from. The worker stated she could smell a faint odor in the instrument, similar to the odor in her office. The cse ran the instrument, and checked with the worker, but the smell was no stronger. No other laboratory personnel have noticed any unusual odor. The analyzer shows no leaks and reagent storage temperatures are within specifications. In addition, there are no changes from the dimension xpand instrument at the site to the new dimension exl in refrigeration gases. The cause of the worker becoming sick after the instrument was installed is unknown. The issue was resolved after the worker's office was renovated. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A hospital worker complained of becoming sick when a new dimension exl with lm instrument was installed in the laboratory adjacent to her room. The worker complained of itching eyes, dry skin, hoarseness, and nearly fainting. This has occurred intermittently since the instrument was installed. The worker has severe allergies. The hospital's safety officer sent the worker to the emergency room for a check; however, the results are unknown. The worker was told to stay off work the following day. The worker also complained of a headache and stated that she "blacked out" at her desk. Upon follow up, the customer indicated improvement. The worker was moved to another area until her room was renovated, after which there were no further complaints. There are no known reports of patient intervention or adverse health consequences.